Event description:
The manufacturer received information alleging particles in the device related to the CPAP device's sound abatement foam. The user reported chest pain, gas, difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.